Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter displayed an error 5 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016. The patient manages her diabetes by self-adjusting her insulin doses and for the last ¿two years¿ has exercised. The patient reported that on (B)(6)2016 she developed symptoms of ¿dizzy and headache¿ however denied receiving any treatment. During the call the cca noted that it was not the first time the meter had been used. The test strips had not expired or been stored incorrectly and completely drew in sample when testing. The patient had followed the correct testing procedure and when was walked through a retest the issue remained unresolved. The product was replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: when the meter was evaluated in the laboratory, an error 5 was displayed with no assignable cause found. The test strips passed testing. The reported issue could not be confirmed. However, a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.